Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low battery alarm on the insulin pump. Customer's blood glucose level was 160 mg/dl. Troubleshooting for the low battery alarm was performed. Customer's battery went to 4 bars after being reset. Customer called back stating they received a failed battery test alarm. Troubleshooting for the failed battery test was performed. Customer was advised that a new battery cap will be sent out and to call back if the issues persist.